Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced low r wave sensing. The rv lead was reprogrammed but then capped and replaced with a new lead. The rv lead remains in the patient. No patient complications have been reported as a result of this event.